Event description:
It was reported that the physician in an online survey stated that no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) because it presented unclear information in relation to biocath foley catheter preconnected to a 500ml short inlet tube leg bag, standard length, no french size specified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to incorrect translation or inadequate instructions. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician in an online survey stated that no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) because it presented unclear information in relation to biocath foley catheter preconnected to a 500ml short inlet tube leg bag, standard length, no french size specified.